Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had no audio output. Data was received for evaluation. However, no audio output cannot be confirmed through data review. A root cause cannot be determined. No additional event or patient information is available.